Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit was received with all operating currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. There were not any excessive no delivery alarms or motor error alarms noted. The motor was tested outside the device and passed. The unit was received with minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that she was currently in the hospital since her pump stopped working. Her current blood glucose was 128 mg/dl but at the time of 911 call it was 566 mg/dl. Prior to the hospitalization the pump had alarmed with a motor error followed by a no delivery. The customer's blood glucose began to rise and she ended up vomiting. 911 was called and her health care professional diagnosed her with diabetic ketoacidosis. They treated her with an insulin drip. Troubleshooting was declined since she did not feel well. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.